Manufacturer narrative:
The available information provided basis for the investigation. The reported stop ventilation could not be confirmed or precluded because of missing logbook data due to a hard disk drive (hdd) failure that was also identified to be the root cause of the reported event. The reported black screen is caused by a hdd voltage drop that triggers a sporadic disk boot error and the optical error message "disk boot failure". This is accompanied by an acoustical alarm. Usually the ventilation is not affected by ¿disk boot error¿ because the ventilation function operates independently from the cockpit (display unit). Safety relevant parameters would be displayed on the supplemental yellow/green oled-display and the user could see the on-going ventilation.

Event description:
It was reported that the device stopped ventilating while baby was using machine - alarm started sounding on the device and user could see that the screen went black reading "disc boot failure". The baby was removed off this device onto another ventilator. No patient consequences reported.